Manufacturer narrative:
The device and accessories were evaluated by a zoll-approved third party at the customer's site. The customer's report was verified and attributed to a defective mfc-to-cprd adaptor. The mfc-to-cprd adaptor was scrapped after testing. The device was returned to service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This product was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device was unable to obtain an ECG signal and was unable to discharge using these CPR stat-padz. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.